Event description:
Pt reported experiencing erratic blood glucose (49-400's [mg/dl]) for the past 6-8 weeks (pt's a1c has also increased from 6-6.5 to 7). Pt's physician feels that device is at fault. Pt self-treated erratic blood glucose.